Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed a motor controller error during a procedure. The clinician power cycled the unit and was able to clear the alarm. The pump functioned normally throughout the remainder of the case. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported fault. A serial readout was performed and the data was sent to sorin group (B)(4) for evaluation. Analysis of the pump data identified the root cause for the reported issue to be over-occlusion of the pump as a result of user error. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend increase of this kind has been identified. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the roller pump displayed a motor controller error during a procedure. The clinician power cycled the unit and was able to clear the alarm. The pump functioned normally throughout the remainder of the case. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the roller pump displayed a motor controller error during a procedure. The clinician power cycled the unit and was able to clear the alarm. The pump functioned normally throughout the remainder of the case. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.